Event description:
It was reported that the control module displayed error code l3-005 about one third of the way through a breast biopsy procedure. The caller stated that the holster was unusually loud when used and that the drive cables were straight with no excessive bending. The case was aborted and the pt was rescheduled. The case was rescheduled once the loaner unit was received.

Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and per the service manual performed service and functional tests and found debris in both the blue and green cables causing the holster to become unusually loud, confirming the customer complaint. To correct this issue, the analysis site cleaned and applied krytox lubricant to both the blue and green cables. Per the service manual, service test were performed with no functional faults found. The e-clip was replaced due to it was damaged during disassembly. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.